Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Stent obstruction and elevated iop are identified in the labeling known inherent risks of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2018-00130 for the right eye.

Event description:
Through follow-up, the following additional information was received. The primary cause for the iop increase (od) was due to a steroid response and was treated with medication (cosopt). The hypotony (os) was also treated with medication (atropine). According to the surgeon, the hypotony lasted 1-2 days and was likely caused by miostat intracameral injection, and then the iop increased in "high 20¿s". Reportedly, the brief hypotony caused the iris to plug one of the stents (os). An angioplasty (argon laser iridoplasty) was successfully performed to unplug the stent, and a reported choroidal detachment resolved. The patient prognosis was reported as ¿iop running in mid-10¿s¿ with continued used of medication (zioptan) in both eyes. This report references the patient''s left eye (os).

Manufacturer narrative:
Date of event and date of implant were estimated based on the reported information. The devices are not available; therefore product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Hypotony is identified in the labeling as a known inherent risk of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4). Please reference 2032546-2018-00130 for the first operative eye.

Event description:
It was reported that a patient underwent bilateral cataract plus trabecular micro-bypass stent system procedure two weeks apart. Approximately 1 week post-op, the patient presented with an iop ¿spike¿ in the first operative eye. Approximately 1 week post-op the patient had an iop of ¿2mm hg¿ in the second operative eye. The glaukos medical monitor consult was initiated and the surgeon indicated that they will contact the glaukos medical monitor following the patient's follow up appointment. This report references the second operative eye.